Event description:
The report that was received from the field indicated that there was a hole in the balloon. There was no patient injury. The product has been returned for evaluation and testing, however, the failure analysis evaluation is not yet complete. Additional information has been requested and will be provided within 30 days from receipt.